Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00486 and 3010532612-2023-00487.

Manufacturer narrative:
(B)(4). Medwatch report # (B)(4). The reported serial number (B)(6) matches the serial number on the returned sample. The reported lot number (18f22j0037) matches the lot number for the returned sample. Returned for investigation was a 50cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 18.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No visual damage or abnormalities were noted to the cal key. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0072in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized; however, the message on the iabp screen was switching between "fos zero in progress, wait to insert iab" and "cal key loading, wait to auto zero". Then the pump displayed the fos status "ck" (cal key) and "pl" (pressure limit), and an alarm for "ap fos cal key missing or corrupt", indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. No fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. Some blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The returned iabc was connected to an iabp with a lab inventory 50cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 45 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood exited with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab would not fully unwrap at the distal tip" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing , the iabc bladder inflated and deflated completely with no alarms noted. The returned device passed visual and functional test specifications related to the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Additionally, unrelated to the reported complaint, the fos cal key was not recognized and caused a cal key error during functional testing. The probable root cause of the cal key issue is supplier related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that upon attempting to initiate pumping, the 50cc iab would not fully unwrap at the distal tip. As a result, the iab was removed and a 2nd 50cc iab was inserted at the same insertion site. However, after insertion of the 2nd iab it also did not fully unwrap at the distal tip. As a result, the 2nd iab was removed and a 3rd 40cc iab was inserted at the same insertion site. The 3rd iab also did not fully unwrap at the distal end however the physician was able to manually inflate the iab and then was able to visualize the fully inflated iab under fluoroscopy. No patient harm or injury. The patient status is reported as "critical" prior to and after the events. See associated mdrs #3010532612-2023-00486 and 3010532612-2023-00487.